Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the pump went off with a critical pump error-a broken force sensor was detected during seating or regular delivery. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit successfully downloaded using thump. Verified critical pump error due to pump error 35 alarm in the pump history download on (B)(6) 2024 16:06:00.000 due to moisture damage to force sensor and pcb2. Unable to confirm power loss alarm noted in the pump history. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to force sensor and electronic stack during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, battery tube threads - cracked, scratched case, missing display window/cover, cracked case (battery tube), and pillowing keypad overlay. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 is confirmed due to being found in history file and traces and due to moisture damage to the force sensor. Unable to confirm unexpected battery power loss alarm due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.